Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) review of the customer's cleaning, disinfection, and sterilization (cds) processes, the results of third-party testing, the device evaluation, and the lm's final investigation. In addition, the following reportable malfunctions were identified during the device evaluation: white foreign material observed on the air and water cylinder and tube. However, a root cause could not be established. The lm reviewed the customer-provided cds processes, and no obvious deviations from the instructions for use (IFU) were identified. The device was tested negative by olympus, therefore the user request is not confirmed. The device was evaluated, and no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms was found through culture testing performed by the user after reprocessing. However, when olympus performed culture testing after reprocessing in accordance with the IFU prior to repair, the results conformed to the recommendations of the applicable regulations. The following statement is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.